Event description:
Caller reported a cartridge alarm 30 but indicated the issue did not cause blood glucose levels to exceed 500 mg/dl, remaining within normal range. To resolve the problem, cts confirmed a replacement pump would be sent to the caller, who was advised to use mdi as backup insulin therapy until then. Cts provided instructions on handling the replacement, including steps for putting the current pump into storage mode and returning it to tandem, which the caller understood and acknowledged.